Manufacturer narrative:
(B)(4); batch #: unk. Date of event is (B)(6) 2020. Event day was not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.